Event description:
It was reported that this pacemaker system exhibited noise on the right atrial (ra) channel which was being oversensed and resulted in inappropriate atrial tachy response (atr) episodes. Troubleshooting was performed and the noise could reproduced with isometrics. Technical services (ts) informed the noise appears to be due to myopotential. Additionally, ra pacing impedances have gradually decreased. Technical services discussed programming options. Additional information was received which reported there is noise with isometrics on the right ventricular (rv) lead as well. There was a non-sustained episode with a three second pause due to oversensing. Ts noted that noise appears to be due to myopotential. There was no increases or jumpy impedances on the rv trends and thresholds and impedances were within normal range. The noise was able to be recreated with the patient's arms across the body. The device was re-programmed, and the rv sensitivity was changed. Both leads are programmed too bipolar. Ts recommended to continue to monitor. Additionally, rv oversensing has been an issue for three years. The patient is dependent on therapy. At this time, the device and non-boston scientific ra and rv leads remain in service. No adverse patient effects were reported.